Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump keypad buttons were not responsive and the pump failed. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on esc and act button. No button error alarm during testing.